Manufacturer narrative:
Per tandem's t:slim user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Reportedly, the customer removed the cartridge prior to the on-screen instructions when loading the cartridge. There was no impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully and resume insulin delivery.